Event description:
The customer reported that the device failed to power up due to a damaged battery. No patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.